Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The serial number is unknown as for now. Once it is known, a new MDR will be sent.

Event description:
During the first follow-up (one month post implantation), the device's interrogation was impossible by the physician. When the company representative went to retrieve the files, the aida memories were not activated and the overview screen was empty. Update dated of (B)(6) 2024: in reality, the interrogation was well performed but the physician was not able to perform the tests except for the atrial channel. In addition, on the overview screen, there were no data and no aida memories.

Manufacturer narrative:
The conclusions are as follows: the pacing mode before implantation was set on aai-r. Therefore, the automatic implantation detection was not performed since this algorithm is based on the ventricular lead impedance measurement. Since the automatic implantation detection could not be performed, the aida memories and all the parameters which should have been activated once the device is considered as implanted, those parameters were not activated neither. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
During the first follow-up (one month post implantation), the device's interrogation was impossible by the physician. When the company representative went to retrieve the files, the aida memories were not activated and the overview screen was empty. Update dated of 12/07/2024: in reality, the interrogation was well performed but the physician was not able to perform the tests except for the atrial channel. In addition, on the overview screen, there were no data and no aida memories.